Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) battery was depleting faster than expected. Device data showed history of atrial fibrillation (af). Boston scientific technical services (ts) referred the patient to physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.